Event description:
The surgeon had difficulty keeping the graft material within the 8mm peek interbody device. While performing an anterior cervical fusion, the grafting material migrated out of the device during insertion into the disc space. The surgeon initially thought that an incorrect size was selected and attempted to insert a smaller 7mm interbody device, however observing the same difficulty. The surgeon decided to remove the interbody and switch to another competitors product to complete the surgery. No adverse consequences occurred; the surgery time was extended 20 minutes due to the incident.

Manufacturer narrative:
Method: returned devices were re-inspected and confirmed that devices conform to relevant specifications. Initial reporter indicated that there was no device problem. Initial reporter indicated that pt positioning or surgeon technique are the most likely contributors.